Event description:
Pt reported that he experienced elevated blood glucose (560 mg/dl). Pt indicated that he changed his adapter, infusion set, and bloused 2.5 units. Pt indicated that the following morning it was difficult for his friend to wake him up. Pt indicated that he drank 3 12 oz glasses of orange juice. Pt stated that three hours after the incident, his blood glucose was 110 mg/dl.